Event description:
It was reported that the pt received the intra-aortic balloon (iab) a few hrs prior to the event. The pt was taken to the "theatre". A short time had passed and the perfusionist noticed the pump was "working but the screen went completely blank at times with no data on." The perfusionist "switched the pump on and off but the screen just came on with spots and no data and sometimes goes to black and white when switched on." The perfusionist checked the cord and stated that the "umbilical cable was connected properly." As a result, the pump was exchanged. There were no reported pt complications.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.